Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 with their implantable cardioverter defibrillator (ICD) at less than three months from elective replacement indicator (eri). A previous interrogation on (B)(6) 2020 had displayed a battery longevity of three years, so premature battery depletion was suspected. The ICD was explanted and replaced on (B)(6) 2022. There were no patient consequences.